Manufacturer narrative:
Per (B)(4) initial report. Additional information, including operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted at the revision, what was the patient doing at the time of the dislocation and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Ops data will be reviewed and provided in an additional report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entities representative or distributor caused or contributed to this event.

Event description:
Trinity revision (ops used in primary) of the ecima liner and biolox delta ceramic head after approximately 7 months due to dislocation.